Manufacturer narrative:
New information received- please change reportability to not reportable (B)(4) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to a right upper lung resection the device was opened and was not able to fire. A new reload was opened to complete the case. There was no patient harm.